Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported no illumination on ports. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and replicated the reported event. The lamp was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on december 16, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lamp. However, how or when the lamp became nonconforming cannot be determined conclusively. (B)(4).